Manufacturer narrative:
The device was returned to olympus for inspection where the reported failure was identified. Based on the results of the investigation, a root cause could not be identified. The most likely cause is impact, dropping, shock or similar stress. The event is detectable and preventable by handling device in accordance with the following IFU: in IFU "chapter 4.1 inspection and testing", ¿warning risk of injury¿ lists ¿impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end.¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the device insulation beak was found to be broken. The issue was observed during inspection (not in a clinical setting). There were no reports of patient involvement.

Manufacturer narrative:
Corrections to the following fields: b3: event date (B)(6) 2025.

Event description:
It was observed during the device evaluation that the device insulation beak was found to be broken. The issue was observed during inspection (not in a clinical setting). There were no reports of patient involvement.